Event description:
It was reported that two home pd system kaguya sets were damaged; further described as "the tube of the heating bag part were crushed". This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two samples were received for evaluation with opened pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.